Event description:
A medtronic representative reported navigation repeatedly became 4-5 mm inaccurate throughout the functional endoscopic sinus surgery (fess). The rep made sure the surgeon was re-verifying the instruments when necessary. The surgeon re-registered the patient each time the instruments would become inaccurate. The surgeon would check his accuracy and then he would detect the inaccuracy. He would retrace and then be accurate. One time the surgeon was navigating on the right side of the patient's head, then when he touched the patient's nose, the instrument would show the instrument off in space. After re-registering several times, it was accurate again and the surgeon was able to complete the surgery with use of the fusion navigation system. No impact on patient outcome.

Manufacturer narrative:
The scans used were not to navigation protocol. Scans were missing areas of anatomy, had tilt, or had artifact in them. Using non-protocol scans can lead to less than optimal registration accuracy.

Manufacturer narrative:
The exam was received by the manufacturer on (B)(4) 2012 for review. The exam analysis shows the exam looks good and the patient was a very good candidate for tracer registration. Unable to determine cause of event.